Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Provided imaging was reviewed and the following was noted: video of inflation: the outflow side of the valve expanded first. The inflow side followed shortly afterward and ultimately expanded fully, allowing complete deployment of the valve. 3mensio: calcification was observed in the aortic arch and on the landing zone. Additionally, the following additional observations were made: horizontal aorta. Severe ovality was observed in the annulus and lvot. Ovality ratio (annulus): 29.5mm / 20.3mm = 1.45. Ovality ratio (lvot): 29.1mm / 17.2mm = 1.69. Thv positioned between valve alignment markers during deployment. The complaint for inflation difficulty and/or incomplete inflation was confir med based on review of the imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analys is. Therefore, the presence of a manufactu ring non-conformance was unable to be determined. However, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU /training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Review of provided imagery revealed calcification in the aortic arch and on the landing zone, horizontal aorta, and ovality in the annulus and lvot. The patient screening manual instructs the user on proper assessment of the native aortic valve anatomy (e.g., valve type, annulus size, calcium distribution, etc.) And determines patient suitability for the tavr procedure. In this case, an oval lvot can create uneven resistance and potentially lead to inflation difficulty. Patient anatomical factors, such as calcification and horizontal aorta can constrain the delivery system balloon during deployment and may also contribute to difficulty inflating the balloon. Investigation results did not conclusively identify the root cause. It should be noted that the asymmetrical deployment is similar to the constrained inflation as described in a product risk assessment; however, there is insufficient evidence to confirm the event is related to sheath's distal tip separation. Furthermore, there was no reported damage to the sheath and/or difficulty in advancing the delivery system through sheath, and the sheath was not returned for evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by carotid approach, the 26mm sapien 3 ultra resilia valve opened in a strange and precarious manner. The patient was stable with no issues. There was no resistance noted, nor any damage on the devices. The device was discarded.per evaluation of the provided video, asymmetrical inflation balloon expansion led to late/delay expansion at the inflow side of valve. However, the valve was fully expanded and deployed.

Manufacturer narrative:
Investigation is ongoing.